Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had sparks as high as two feet. It was verified if it was on fire. The patient said it was not on fire but it could have started one. The remote monitor was unplugged. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.